Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with the right ventricular lead dislodgement due to twiddler's syndrome. The lead was explanted and replaced. The patient tolerated procedure well.

Event description:
Additional information received indicated that diminished r-waves were observed prior to surgery.